Event description:
Per the clinic, the recipient developed an infection at the implant site following initial implantation surgery. The patient was subsequently treated with antibiotics (specific type not reported) for 14 days; however, the infection did not resolve, and the device was therefore explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.